Event description:
(B)(4). In 2007 I have a tubal ligation biggest mistake of my life. When I went home my life changed. I can no longer sleep they was I have slept for 20 years. Pain in my stomach prevented that. All the years later pinching, stabbing pains. They come and go when they want usually when im exercising bending twisting. I had an xray on my lower back pain he shows one of my clips have moved. My guess is that its on a place it shouldn't be and hurting something. Anyway I want it gone and I think it should be paid for by the people you is selling them without the warning. I cant live life depressed all the time.